Event description:
It was reported following a percutaneous coronary intervention on the left circumflex artery, a 6f angio-seal vip was used. The procedural sheath size was a 6.5f and the procedure took 55 minutes to complete. Approximately 90 minutes after the procedure, the patient became hypotensive. The patient's hemoglobin was drawn 3 times with results of 98, 96, and 85. Abdominal bleeding was suspected even though, not detected on the ultrasound that was performed. Approximately 5 hours after the procedure, the patient died. The pathologist stated the patient had had a retroperitoneal hematoma.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined; however, the pathologist stated the patient had had a retroperitoneal hematoma. The angio-seal device IFU states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU precautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.